Event description:
It was reported that during a rotational atherectomy procedure, a black dot was present on the guide wire. The target lesion was located in the left anterior descending artery. A 330 cm rotawire gw flop guide wire was selected and advanced to the target lesion. A rotablator burr was then advanced to the patient. Angiogram was then done and a black dot was seen on the middle of the guide wire. It was then noted that the burr was stuck on the guide wire. The burr and the rotawire was then removed. The procedure was completed with another of the same device.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. Unit returned in a generic plastic bag, overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The visual and tactile inspection was performed and no failures were found on the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is not confirmed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a rotational atherectomy procedure, a black dot was present on the guide wire. The target lesion was located in the left anterior descending artery. A 330 cm rotawire gw flop guide wire was selected and advanced to the target lesion. A rotablator burr was then advanced to the patient. Angiogram was then done and a black dot was seen on the middle of the guide wire. It was then noted that the burr was stuck on the guide wire. The burr and the rotawire was then removed. The procedure was completed with another of the same device.